Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient presented to the emergency department due to melena and hypovolemia. The patent's hemoglobin was 7.4 g/dl which was treated with one unit of blood. A submitted log file was reviewed by a representative of the manufacturer's technical services team and there was no remarkable trending identified; the event history appeared normal. Capsule endoscopy and small bowel enteroscopy were performed. Active bleeding was observed in the 4th portion of the duodenum most likely due to dieulafoy's lesions, which were reported to be the likely source of the ongoing gastrointestinal bleeding. Hemostasis was achieved with a combination of argon plasma coagulation (apc), epinephrine injection, and the placement of two endoclips. Additionally, old blood was found in the fundus of the stomach where two small non-bleeding arteriovenous malformations (avm) were found and also treated with apc. The blood in the stomach was thought to be due to these avms. A small, 2 mm polyp was also found in the cardia. It was not removed in the light of active ongoing bleeding. As of (B)(6) 2017 the patient¿s hemoglobin was reported as stable. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient received a heart transplant on (B)(6)2017 due to gastrointestinal bleeding. No vad alarms or unusual events were observed in the history log. The pump was not returned for investigation.